Manufacturer narrative:
The sample was not returned for evaluation; therefore a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The cause of the condition could not be determined.. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced breathing issues and stomach pain while performing therapy on an amia cycler, patient connected during dwell 2 of 5. The cause of the events was not reported. The caregiver reported they were going to take the patient to the hospital for the events. Treatment was not reported. At the time of this report the patient outcome was not reported. No additional information is available.